Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. DHR: a review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.

Event description:
It was reported that the extension tubing used that goes at the end of the tpn and lipid set up, snapped off from PICC cap. The connecting piece on the tubing was still attached to the PICC cap, and the tubing itself became detached. No patient injury was reported.

Manufacturer narrative:
Other, other text: no product was returned for investigation. However, a maintenance work order history was reviewed during and around the time that the lot reported was manufactured. Lot 4098130 was produced between 03-feb-2021 and 05-feb-2021; during this production run, two work orders were written. Wo-0000528506 was written with a description that indicated that no solvent was being applied to the tubing on the male end of the set on (B)(6) 2021 1st shift. The root cause was found to be that the drop needle that applies the solvent had bent enough that intermittent tubing sets were not receiving the solvent. The correction was to replace the bent needle. Wo-000528599 was written with a description that also indicated that no solvent was being applied to the tubing on the male end of the tubing set on (B)(6) 2021 2nd shift. The root cause was that the bolt that controls the drop needle adjustment was loose and allowed the needle to move. The correction was to place the needle back and tighten the bolt., corrected data: updated the additional manufacturer narrative

Manufacturer narrative:
Other text: corrected data: b1, corrected data: corrected data: b1 product problem.